Event description:
The customer reported being admitted in the intensive care unit due to diabetes ketoacidosis, hypothermia, and severe dehydration caused by sweating. The blood glucose reading was over 600mg/dl, and he experienced eradicate behavior prior to his hospitalization. Troubleshooting could not be performed as customer was not wearing the insulin pump at time of the event. The customer stated that he did not have an infusion set or reservoir because the hurricane washed away all his supplies. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.